Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified problem. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional and electrical testing of the device was performed. A short simulated therapy was successfully performed. The reported event was unknown; however, a noisy device was identified. The assignable cause was determined to be the pump assembly. To correct the condition, the pump assembly was replaced. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.